Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that a patient's pump had slid down "lateral on the side of her body." The patient lost weight (40 pounds) and the pump then migrated. Compatibility guidelines were requested for MRI (magnetic resonance imaging) as there was a concern about whether the patient could have an MRI due to the pump position. The reporter ended the call abruptly to read the patient's pump, and called back later to report that it had been about 15 minutes since the patient exited the scanner and the pump was yet to recover. The pump had been interrogated three times; the reporter stated they would continue to check the pump. There was no report of decreased therapy. The patient was to follow up with the healthcare professional (hcp). The pump was used to infuse morphine (unknown). No intervention or outcome reported for this event. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.